Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield would not retract when applied to tissue. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.